Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results while performing a validation. Results as follows: patient: 1, inratio2: 6.9, traditional method: 2.3. Patient: 2, inratio2: 4.3, traditional method: 2.1. No patient information was provided. Customer has three meters and did not know which meter was used to obtain the results. Reference MDR numbers 2027969-2012-01637 and 2027969-2012-01638.